Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoir's o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking test and no leaks were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion set leaks. The customer's blood glucose level at the time of incident was 378mg/dl. The customer's blood glucose level was almost 400mg/dl. The customer states the reservoir was leaking at the two o-rings. Troubleshoot as conducted. The customer was advised the reservoir would be replaced and returned for analysis.